Manufacturer narrative:
Initial.

Event description:
It was reported that the user received an alert 38 motor stall on the ilet pump, after which the device was confirmed to have adequate charge, was restarted, rewound, and run through a dry run that successfully passed (B)(4) units during the fill tubing sequence without further alerts; the user then rewound again, replaced all infusion supplies from a different lot, and resumed insulin delivery. Symptoms included no reported adverse clinical effects. Outcomes included continued use of the device with user monitoring and no need for medical intervention. Investigation included customer service troubleshooting with device restart, supply disconnection, dry run performance, and full supply change using alternate lots. Investigation of this case revealed that the alert was not reproduced after restart and supply replacement, which is consistent with a transient motor stall and potential infusion set or supply-related resistance that resolved with new components. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate but consistent with a transient device stall or supply-related issue that resolved after restart and supply replacement. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.